Manufacturer narrative:
The technician replaced the pt pendant to resolve the issue.

Event description:
The technician alleged the pt pendant cable was cut with bare metal wires exposed. No pt impact.